Event description:
The hospital reported that a patient coded on the table. The patient was reportedly resuscitated and has recovered. There is no allegation of equipment malfunction, and no allegation that the code was caused or contributed by the anesthesia machine. It is reportedly hospital policy to have the equipment checked following such cases. A ge healthcare service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. Visual inspection, however, noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. It is not known if this condition was present during the reported case. The biomed reported that, following cases, it is routine procedure to leave the suction running. To eliminate the sound of the suction running, the clinician bends the suction tubing and places it inside either the inspiratory or expiratory flow sensor. It should be noted that this action by the hospital can damage the flow sensor diaphragm.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering evaluation, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.